Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer's device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
The removed power module assembly was further evaluated and the reported issue was verified. The cause of the reported issue was due to a failure of integrated circuit, designator u1. The failure of u1 caused transistor q6 to short and resistor r1 to open.

Manufacturer narrative:
It was later confirmed that the third party service agent replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.